Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer reported receiving lower than normal readings of 60 mg/dl on his meter and during the initial survey customer service reported the customer "was not speaking coherently." Customer service asked the customer if they could speak with any other person available but the customer stated he was alone and gave them his brother's phone number to contact. After speaking with the customer's brother, the brother said he would "pick up his brother and take him to the hospital." There is no additional follow up available on this case at the time of this report. There was no report of death or other serious injury,